Manufacturer narrative:
During inspection and testing, service found dirt around the forceps elevator. In addition, water tightness was lost due to a pinhole on the bending section cover and damage to the biopsy channel, the adhesive on the bending section cover was detached, the suction cylinder was shaved, angulation was less than standard, there was play on the angulation control knob, and there were scratches on the connecting tube, scope connector cover, and grip. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned the loaner device to olympus with no complaint. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing was not conducted on the device after detected leakage at leakage test. As a result, the device was returned with foreign material at the forceps elevator. Brushing method of forceps elevator by the user was different from brushing method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling, reprocessing before returning device for repair, and daily reprocessing in accordance with IFU. The IFU (reprocessing manual) states if cleaning, disinfection, and sterilization of the device is insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. The IFU (reprocessing manual) states details of the method of reprocessing of/around forceps elevator in 'manual cleaning': brush the forceps elevator. The user can detect the suggested event because the IFU (operating manual) refers to the event of foreign material in the forceps elevator at inspection prior to use in 'inspection of the endoscope'. Furthermore, the IFU states in 'returning the endoscope for repair' to perform cleaning before returning device for repair: "thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.